Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted after it caused vaginal erosion, extreme vaginal pain, prolonged catheterization, bladder erosion, pelvic pain at the anchor sites, pain when walking or sitting, and difficulty urinating. A second sling was implanted in 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.